Event description:
It was reported that the leakage at the connection point of administration syringes from the same batch has occurred four times in succession. No other information was provided. It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking tubing was confirmed. The product returned for evaluation was two 22g safestep infusion sets with y-site. The returned product sample was evaluated and the following observations were made on both infusion sets: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may also have contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that the leakage at the connection point of administration syringes from the same batch has occurred four times in succession. No other information was provided. It was reported this occurred with four devices. This report addresses the second device.